Manufacturer narrative:
(B)(4) initial report. Additional information, including device details of the implanted cup and further details of the event have been requested to progress with the investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. The reported device is also being returned to corin and will be reviewed.

Event description:
During a trial reduction it was thought that a trinity dual mobility liner was dislodged.

Event description:
During surgery, following a trial reduction and after review of an x-ray, it was thought that the trinity dual mobility cocr liner was dislodged.

Manufacturer narrative:
Per -1569 final report the appropriate device details of the reported trinity dual mobility cocr liner and implanted trinity cup were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The reported device has not been returned to corin for examination and thus no further investigation can be conducted. Based on the information provided, the root cause of the event could not be determined and thus this case is now considered closed. However, if additional information is provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting enttiy, entity's representative or distributor caused or contributed to this event.